Event description:
Intra aortic balloon pump alarmed, bedside rn noticed blood in the gas line. Charge rn came to bedside. Iabp placed in standby and CT surgeon notified. Gas line was clamped off and disconnected from device to prevent blood from leaking inside device. Device taken out of service and sent down to clinical engineering for evaluation. Aortic valve replacement with a bovine valve and left atrial appendage ligation using a 45-mm mini-clip was performed on (B)(6) 2026 requiring iabp support in recovery.